Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia, with blood glucose peaking at 390 mg/dl for approximately three hours, prompting infusion site and tubing changes and troubleshooting that confirmed insulin delivery drops and subsequent blood glucose decline. Symptoms included high blood glucose and trace ketones. Outcomes included no hospitalization and resolution trend with continued monitoring at home. Investigation included customer interview, device use review, and troubleshooting guidance focused on infusion set function and site change. Investigation of this case revealed that blood glucose decreased after the site and tubing were replaced and corrections were delivered, indicating successful therapy after intervention. It was concluded that the event was hyperglycemia with an unclear cause, with improvement following infusion set and site changes and continued use of the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.